Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va081xy, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported they were trying to clear the patient for a magnetic resonance image (MRI) but was told by the nurse and patient that they system didn't work. It was noted that it was unclear if they were speaking of the patient programmer or the implantable neurostimulator. No symptoms reported. The patient was implanted for urinarydysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.